Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that unexpected stimulation change, the stim was increased without programmer and communicator. Patient was at home when event happened. Patient reported their implantable neurostimulator (ins) device increased stimulation overnight at home by itself without the programmer or communicator on or near their body. Patient has it at 0.5ma and it increased to 2.2 ma , patient also noted it was difficult connecting to ins, no turning off the device. No cause known as impedance checked and thresholds. No obvious issues noted. Amplitude limits set.